Event description:
The customer contact reported the pump delivered less IV fluid than intended. The pump was programmed to deliver an unspecified IV solution. No specific programming parameters were provided. After an unspecified length of time, it was noted that the pump took longer than expected to complete the therapy; however, no specific event details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.